Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This event occurred in the (B)(6).

Event description:
Allegedly revised due to pain (right). Revision njr index no: (B)(4).